Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). Exemption number: e2019001.

Event description:
This is filed for gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the grippers did not rise. Troubleshooting attempts were done, however unsuccessful. It was noted that the clip was not unlocked when attempting to initially raise/lower the grippers. The clip was not used and there was no patient involvement or clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported issue was not confirmed via returned device analysis. It should be noted that the mitraclip instructions for use, delivery catheter and clip inspection, instructs the user to unlock the clip during raising and lowing the gripper arms. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue appears to be related to user error. The reported improper or incorrect procedure or method (user error) was due to the user error of not unlocking the clip while attempting to initially raise/lower the grippers. There is no indication of a product issue with respect to manufacture, design or labeling.